Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts vnmf4646c103tu/ (B)(6), vnmf4646c223tu/ (B)(6) and vnmc4343c175tu/ (B)(6) were implanted during endovascular procedure for the treatment of a thoracic aortic aneurysm. Core lab review of CT imaging conducted approximately 3 years and 11 months post-procedure, identified a new type ib endoleak in vnm c4343c175tu/ (B)(6). The cts were not evaluable for fracture, stent ring enlargement, stent ring migration, aortic enlargement or aortic diameter. It was noted that only last few struts of distal device present in scan region, able to identify the type 1b endoleak with scan region provided; no obvious stent ring enlargement or stent ring migration was observed at the distal end of the device, but unable to make full evaluation as device is cut off. Review of follow-up imaging performed approximately 4 years and 3 months post index procedure by core lab revealed a new type ia endoleak in vnmf4646c103tu/ (B)(6) along with a stent ring enlargement of +3.7mm in ring 5 (new) and stent ring migration of +2mm in ring 4 (new). No fracture was observed. A persistent type ib endoleak was also noted in vnmc4343c175tu/ (B)(6). Aortic enlargement of +22mm was noted when compared to CT imaging at 1 year post-implant. The maximum aortic diameter was 93.3mm subsequent imaging taken approximately 2 months later on and reviewed by core lab confirmed the ongoing presence of the type ia endoleak in vnmf4646c103tu/ (B)(6). Stent ring enlargement of +1.9mm in ring 5(persistent) and stent ring migration of +1,2mm in ring 4 (persistent) were also noted. No fracture was observed. The cts were noted as not evaluable for aortic enlargement and aortic diameter. It was noted that the distal end of distal device cut off from the images. Core lab review of CT imaging from approximately 4 years and 8 months post-implant revealed a persistent type ib endoleak in vnmc4343c175tu/ (B)(6). The cts were not evaluable for fracture, stent ring enlargement, stent ring migration, aortic enlargement or aortic diameter. It was noted that only distal part of distal device visible; obvious stent ring enlargement or stent ring migration was observed at the distal end of the device, but not able to fully evaluate entire length of device CT imaging taken approximately 2 weeks later and reviewed by core lab identified a persistent type ia endoleak in vnmf4646c103tu/ (B)(6) along with stent ring enlargement of +3.6 mm in ring 5(persistent) and stent ring migration of +3.7mm in ring 4 (persistent). No stent fracture was noted. A persistent type ib endoleak in 3 vnmc4343c175tu/ (B)(6) wasalso observed. Aortic enlargement of +26.3 mm (persistent) was observed when compared to CT imaging at 1 year post-implant. The maximum aortic diameter was 97.6mm no additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received : corelab reviewed CT's dated the four years and nine months post the index procedure and noted the persistent type ia endoleak (B)(6), the persistent type ib endoleak on (B)(6) and a new type iiib endoleak on (B)(6). No fractures were noted. Persistent stent ring enlargement (+4.9mm on ring 5) of (B)(6) and persistent stent ring migration (+ 5.0mm on ring 4 ) of (B)(6) were also noted. The maximum aortic diameter measured 95mm. Aortic enlargement of +24.7mm (persistent and compared to CT imaging at 1 year post-implant was also confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.